Event description:
The reporter rec'd an er1 while testing her blood sugar. The reporter's husband retested her and rec'd a reading of 150 mg/dl. There was no allegation of harm and no medical intervention.